Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was not able to charge the ipg due to scar tissue built up. The patient underwent a procedure where in the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.